Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary 6.2 was bad rail. A field service engineer replaced the drawer to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie drawer was failed to stay closed and auxiliary 7.1, 6.2 and 3.1 device not detected on bus. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.